Manufacturer narrative:
(B)(4).

Event description:
The ICD device is in related MDR report number:2938836-2017-14500. The device was explanted due to episodes of sustained oversensing on the right ventricle. During revision, the hex key was found still in the slot, which was suggested to have been the cause of the noise. Following revision, another episode of noise was noted and the rv lead was explanted and replaced.

Manufacturer narrative:
Upon analysis, the device was functionality tested on the bench using test leads and resistor loads and no anomaly was detected. Telemetry, sensing, pacing, impedance, high voltage charging, shock impedance, and high voltage dumping were tested. The device met all of the test specifications and no anomaly was detected. The set screw referenced in the event was not returned with the device and could therefore not be used for testing. The cause of the event remains inconclusive.